Event description:
During service, failure code 570 was found in the event history. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No add'l info is known.

Manufacturer narrative:
Evaluation summary: the reported condition of fail code 570 was confirmed. Typically, this failure is related to depleted batteries. A corrective and preventative action has been initiated (mdq-CAPA-132).